Event description:
The customer reported that the "nbp reading is too high." The device was in use for monitoring at the time of the alleged malfunction. The patient was treated with medication for high blood pressure. It remains unknown whether this treatment was necessary. The current status of the patient is unknown.